Event description:
It was reported that during follow-up, an episode of tachycardia / fibrillation due to noise was observed. Lead provocative testing and impedance measurements were suggested. The lead remains implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.